Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 118 mg/dl. The customer stated that the device also alarmed battery out limit. Upon troubleshooting, it was found that the display did return after replacing the battery again. Advised the customer to monitor the insulin pump. Nothing further reported.